Manufacturer narrative:
Customer's facility has opted not to have blud direct, unable to establish a connection. Immucor requested customer fax in batch reports as well as test event logs for review. Fax received 07jun2018. Since all images are faxed black and white, no visual interpretation performed. No errors noted in test event log for all batches run and faxed into tech support. On 19jun2018 an immucor field service technician inspected the instrument which was in operation upon their arrival. Wash manifold was replaced due to contamination. After service the instrument operating as expected and returned to customer. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative screen assay results for capture-r ready-screen 3 on the galileo echo instrument tested on (B)(6) 2018.